Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant carbon dioxide (co2) results generated from alinity c processing module for several patients during (B)(6) 2025. The results provided were: the unit is mmol/l. (B)(6) initial=25.2 /repeated=30.0. (B)(6) initial=18.2 /repeated=26.3. (B)(6) initial=19.2 /repeated=19.3 and 24.6. (B)(6) initial=19.4 /repeated=19.7 and 27.8. (B)(6) initial=18.4 /repeated=22.8. (B)(6) initial=17.4 /repeated=22.5. (B)(6) initial=16.2 /repeated=17.0 and 23.5. (B)(6) initial=17.1 /repeated=17.5 and 28.3. (B)(6) initial=19.4 /repeated=22.4. (B)(6) initial=19.2 /repeated=27.5. (B)(6) initial=16.7 /repeated=18.0 and 24.1. (B)(6) initial=17.1 /repeated=22.7. (B)(6) initial=21.6 /repeated=30.5. (B)(6) initial=25.4 /repeated=30.2. (B)(6) initial=24.7 /repeated=30.9. (B)(6) initial=26.4 /repeated=31.3. (B)(6) initial=27.6 /repeated=29.9. (B)(6) initial=24.3 /repeated=30.1. (B)(6) initial=27.0 /repeated=32.3. (B)(6) initial=26.6 /repeated=33.1. On (B)(6) 2025 (B)(6) initial=29.7 /repeated=25.6. On (B)(6) 2025 (B)(6) initial=29.7 /repeated=24.9. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data and device history record review of alinity c carbon dioxide reagent lot 66642uq07. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity c carbon dioxide assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66642uq07. Historical performance of the alinity c carbon dioxide reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot(s) are within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot(s). Device history record review did not identify any non-conformances or deviations with the complaint lots and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c carbon dioxide reagent lot 66642uq07.

Event description:
The customer observed discrepant carbon dioxide (co2) results generated from alinity c processing module for several patients during 12apr through 23apr2025. The results provided were: the unit is mmol/l. Sid (B)(6) initial=25.2 /repeated=30.0. Sid (B)(6) initial=18.2 /repeated=26.3. Sid (B)(6) initial=19.2 /repeated=19.3 and 24.6. Sid (B)(6) initial=19.4 /repeated=19.7 and 27.8. Sid (B)(6) initial=18.4 /repeated=22.8. Sid (B)(6) initial=17.4 /repeated=22.5. Sid (B)(6) initial=16.2 /repeated=17.0 and 23.5. Sid (B)(6) initial=17.1 /repeated=17.5 and 28.3. Sid (B)(6) initial=19.4 /repeated=22.4. Sid (B)(6) initial=19.2 /repeated=27.5. Sid (B)(6) initial=16.7 /repeated=18.0 and 24.1. Sid (B)(6) initial=17.1 /repeated=22.7. Sid (B)(6) initial=21.6 /repeated=30.5. Sid (B)(6) initial=25.4 /repeated=30.2. Sid (B)(6) initial=24.7 /repeated=30.9. Sid (B)(6) initial=26.4 /repeated=31.3. Sid (B)(6) initial=27.6 /repeated=29.9. Sid (B)(6) initial=24.3 /repeated=30.1. Sid (B)(6) initial=27.0 /repeated=32.3. Sid (B)(6) initial=26.6 /repeated=33.1. On (B)(6) 2025 sid (B)(6) initial=29.7 /repeated=25.6. On (B)(6) 2025 sid (B)(6) initial=29.7 /repeated=24.9. There was no reported impact to patient management.